Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, worn dso seal, scratched lcd lens, cracked battery door, and a bent latch lock. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause and had too many rotations. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had motor issues. There was unknown patient involvement and unknown harm/adverse event reported.